Event description:
It was reported that the device could not be interrogated. Hence, the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
A caregiver (cg) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 3. The cg stated the home patient (hp) disconnected herself thinking therapy was over then reconnected. The technical service representative (tsr) instructed the cg to close the transfer set and explained se 2240 indicates a large amount of air entered the cassette. The tsr advised the cg to inform the nurse of the se 2240. The cg confirmed to start over with new supplies. The tsr reviewed proper procedures per the user manual with the cg. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory. Testing revealed that this was due to low battery voltage. Bench, automated electrical test system, temperature and humidity test were performed and no sources of high current were found. The battery was sent to the vendor and destructive analysis found an internal battery anomaly, which caused the premature battery depletion.